Event description:
This patient wears an omnipod 5 insulin pump. The settings in his glooko report were different than the settings on his omnipod controller. This could lead to insulin being dosed incorrectly and the health care provider ordering the insulin for the pump to make inaccurate clinical decisions. Settings seen in the web portal glooko. Patient code: 4582. Device code: 2919. Reference report#: mw5171748.